Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated; the baton produced a correct imaged. The baton has already been replaced and the returned device was scrapped.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, they were getting green lines and intermittent images. It was mentioned that these image issues occurred when the cable was moved in any way. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.